Manufacturer narrative:
No further information is available on the repair of the bed at this time.

Event description:
The account alleged the bed was alarming and the knee and head functions were moving on their own. No injury reported.